Manufacturer narrative:
The batteries and battery connector were replaced on the system and this resolved the issue. System fully functional after replacement.

Event description:
A medtronic representative reported that during an o-arm system preventative maintenance procedure the battery connector, motion batteries, and generator batteries required replacement. No patient involvement.